Event description:
It was reported that a por (power on restart) condition occurred. It was reported that the display showed a ¿call your doctor¿ icon. It was stated that the patient last charged 3 days ago and the implantable neurostimulator (ins) recharged fine. It was stated that she went to charge today but was getting por that must be cleared by the healthcare professional (hcp). It was noted that the patient just moved 3 weeks to a month ago and did not have a hcp.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's insurance did not take effect until (B)(6) and she wanted to get the por condition fixed before then. It was stated that she would be seeing her primary hcp on (B)(6) . Additional information received reported that the patient asked for a manufacturer's representative to speak with them. The patient referenced previous calls to patient services and stated that she had not heard back about setting up an appointment to remedy this issue. The patient stated that she was starting to be concerned that something was wrong with her ins. Additional information received reported that the patient called back a 4th time about not hearing back from a manufacturer's representative yet. Information from previous calls was repeated. The patient stated it had been over a month now and she was starting to get concerned and didn't think this was healthy. It was noted that the patient saw her hcp yesterday and stated that she provided the manufacturer's information to them and they were supposed to be calling to see about how to page for field staff.